Manufacturer narrative:
Philips service reloaded the ghost image and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a boot device error occurred, requiring a ghost image reload on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.